Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, hypersensitivity and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female]. Allergic reactions [allergic reaction]. Fatigue [fatigue]. Depression [depression]. Anxiety [anxiety]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A36522) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, vaginal delivery, tonsillectomy, colonoscopy, adhd, migraine, cholecystectomy, gastritis, raised rash, menses irregular, bowel pain, low back pain and multiparous. Concurrent conditions were listed as fatigue, memory deficit, headache, coital bleeding, dyspareunia, menses painful and heavy periods. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal essure coils,). Essure was removed on (B)(6) 2016. At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, depression, fatigue, hypersensitivity and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: findings: surgical clips are appreciated overlying the gallbladder fossa. Ne abnormal calcifications are appreciated in the expected locations of the kidneys, ureters or bladder. Calcified phleboliths are noted in the pelvis. Linear radiopaque densities in the pelvis are most consistent with fallopian tubal closure devices/essure clips. The right essure clip is linear in appearance. The left has curvilinear appearance. Impression: 1. Right essure clips is located in the right hemipelvis and appears linear in appearance. The left essure clip is located in the left hemipelvis and has curvilinear appearance. This may be related to assure clip migration or malpositioning. 2. Nonobstructive bowel gas pattern, with mild to moderate stool in the colon. [Pathology test] on (B)(6) 2016: specimen: uterus, cervix, bilateral tubes ands essure coil final diagnoses: uterus, hysterectomy (uterine weight 132.8 gm). Cervix no significant pathologic changes. Endometrium no significant pathologic changes. Myometrium no significant pathologic changes. Serosa no significant pathologic change essure coils, removal metal coils (gross only). Fallopian tube, right and left, excision no significant pathologic changes clinical history: toxic affects from essure coils, pelvic pain. Retain coils for risk management gross description: there are two metal coils in bilateral cornu [physical examination] on (B)(6) 2016: pelvic exam revealed normal external genitalia and vagina the most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Lot number added. Essure insertion date updated. Pathology report & other lab data updated. Additional reporter added. Medical history & concomitant condition updated. Further company follow-up with the lawyer is not possible. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female]. Allergic reactions [allergic reaction]. Fatigue [fatigue]. Depression [depression]. Anxiety [anxiety]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A36522) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, vaginal delivery, tonsillectomy, colonoscopy, adhd, migraine, cholecystectomy, gastritis, raised rash, menses irregular, bowel pain, low back pain and multiparous. Concurrent conditions were listed as fatigue, memory deficit, headache, coital bleeding, dyspareunia, menses painful and heavy periods. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergic reactions"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal essure coils,). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, depression, fatigue, hypersensitivity and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: findings: surgical clips are appreciated overlying the gallbladder fossa. Ne abnormal calcifications are appreciated in the expected locations of the kidneys, ureters or bladder. Calcified phleboliths are noted in the pelvis. Linear radiopaque densities in the pelvis are most consistent with fallopian tubal closure devices/essure clips. The right essure clip is linear in appearance. The left has curvilinear appearance. Impression: 1. Right essure clips is located in the right hemipelvis and appears linear in appearance. The left essure clip is located in the left hemipelvis and has curvilinear appearance. This may be related to assure clip migration or malpositioning. 2. Nonobstructive bowel gas pattern, with mild to moderate stool in the colon. [Pathology test] on (B)(6) 2016: specimen: uterus, cervix, bilateral tubes and essure coil final diagnoses: uterus, hysterectomy (uterine weight 132.8 gm). Cervix no significant pathologic changes. Endometrium no significant pathologic changes. Myometrium no significant pathologic changes. Serosa no significant pathologic change essure coils, removal metal coils (gross only). Fallopian tube, right and left, excision no significant pathologic changes clinical history: toxic affects from essure coils, pelvic pain. Retain coils for risk management. Gross description: there are two metal coils in bilateral cornu. [Physical examination] on (B)(6) 2016: pelvic exam revealed normal external genitalia and vagina. Batch no: a36522; manufacture date: 01-aug-2012; expiration date: 01-aug-2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-aug-2025: quality safety evaluation of product technical complaint. Further company follow-up with the lawyer is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.